Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached internal handles. Complainant indicated that there was no pt involvement in the reported malfunction.